Event description:
Boston scientific recently received information that this product was part of a system revision due to infection several years ago. There were no additional adverse effects reported.

Manufacturer narrative:
As no boston scientific representative was present at the explant, no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.